Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the silverhawk exl was received for evaluation. The silverhawk was received with the cutter driver attached. The distal assembly was inspected and found the distal end was detached/fractured. The length of the distal assembly was approximately 3.5cm. According to the product labeling, the distal assembly length is 6cm. Another silverhawk exl from the lab was placed next to the received device to compare. It should be noted the distal assembly was not as stiff as the comparison silverhawk exl. The distal end of the fracture showed a flat fracture face with some traces of tecothane/pet protruding . The guidewire tubing of the distal assembly showed a zipper tear through the entire tubing segment. A 0.013" guidewire from the lab was inserted the proximal end of the guidewire tubing in order clearly identify the tear. The container was opened it and noted a foreign material which appeared to have two metal pieces with a polymer string attaching the two components.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.(B)(4)

Event description:
The physician accessed the left common femoral to treat the right leg. The silverhawk exl was used over the.014 wire and delivered through a 6f sheath to treat a diseased anterior tibial (at)vessel. The silverhawk had a little difficulty passing through the lesions but excessive force was not used. The physician made two passes in the at with no issues. As the device was pulled back over the wire it seemed to get stuck in the right common femoral near the sheath. Via angiography we noticed a loop in the wire. The physician attempted to pull the device back through the sheath but met resistance. Once the device did come out of the patient, the nose cone tip had broken off and only half of the nose cone was attached to the catheter. The 6 f sheath was removed and flushed and the missing 3cm of the nose cone tip was not present in the sheath. Multiple angios were taken to locate this missing piece but it was never seen. No flow was disrupted and patient had outflow to the feet on both legs. The physician decided to bring the patient for an open exploratory surgery to find the foreign object. There was a piece of something removed from the patient that is being sent back with the. Patient condition has not changed and is doing fine.